Event description:
A pt reported that she was treated in approximately 1/1997 into two chin depressions by a physician (name refused). The pt returned to the office 5 days later dissatisfied because she felt that he had injected the collagen into the area in between the two depressions which made that area even more pronounced and the depressions more noticeable. The physician tried to massage the area at the time without effect. No medical or surgical intervention was prescribed.